Event description:
It was reported that post implant of a realize gastric band, the customer describe the band to be "busted" on the thick white band. The band was explanted and replaced with a competitor's band. The patient was discharged home the same day.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.